Event description:
Boston scientific crm received information that this device was associated with a report of a patient infection. A boston scientific field representative reported that the device remained implanted. There were no reports of adverse patient effects. The representative subsequently reported that the device was explanted when the patient was seen by a specialist for extraction of the associated right ventricular lead. A replacement device was then later implanted, with no adverse patient effects.